Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was user induced. Additionally, it was reported that an unspecified malfunction occurred. Customer¿s blood glucose was approximately 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.